Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that, during an in-clinic follow-up, an episode of noise resulting in oversensing was observed on the right ventricular (rv) lead. The suspected cause of the event was externalized conductors, however no diagnostic imaging was performed to confirm. No intervention has been performed at this time. The patient was stable and will continue to be monitored.